Manufacturer narrative:
(B)(4). Report source: foreign : (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the part/lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A review from (B)(6) was received, reporting the outcome of variants of the zimmer biomet tm augmentation patella in primary total knee replacement in patients registered in the (B)(6). The registry focused on the survivorship of the implants and patient reported outcome measures. The data consisted of 49 patients / 52 primary knee procedures. The report population had a mean age of 63.5 years at time of surgery. The study reported 5 patients were revised; of which, 1 was revised due to unexplained pain.